Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's daughter reported via phone call indicating that the customer was hospitalized on with a blood glucose level of 880 mg/dl. The caller stated that the incident had nothing to do with the insulin pump. The customer was assisted with question about the suspend feature of the insulin pump but the call was dropped and no further information was provided about the hospitalization.